Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that parts of the gantry cable chain were broken, resulting in the reported issue and intermittent early termination of image acquisitions. To restore functionality, the pieces were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, a noise was heard from the gantry of the imaging system during a final confirmation image acquisition. The image was noted to have finished but had poor quality. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.